Event description:
On (B)(6) 2012, an event involving the cormatrix ecm for carotid repair was reported to cormatrix cardiovascular. On (B)(6) 2012, the surgeon performed a carotid endarterectomy. The surgeon noted that after one minute of soaking the ecm, an edge started to peel up and delaminate. However, the surgeon decided to use the ecm despite the observed delamination. The next day, (B)(6) 2012, the pt looked to be severely bruised on her neck and chest. It appeared as though blood had seeped out from the implant site down the pt¿s neck to her chest, giving the appearance of bruising. However, it was unclear where exactly the blood had originated. The surgeon stated that the pt would not be undergoing a reoperation due to the high risk of infection; instead, the pt would be closely monitored. Currently, the pt is doing fine. The cause and location of the bleeding is unk, and it is unk as to whether this event was related to the delamination.